Event description:
The complainant alleges that drs were attempting to cardio vert a 65 yr old male pt in atrial fibrillation. The staff cardioverted 6 times at various energies, beginning with 50j. At the 6th shock (360j), the staff got the ready tone and pressed the 2 buttons on the multi-function cable. Energy was not delivered to the pt, but was somehow "delivered internally," the pt did not convert. The dr decided not to cardiovert any longer, and to leave the pt in atrial fibrillation. There was no adverse effect to the pt.